Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/8/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The impacted product previously reported as unknown was identified through the investigation of the returned product on 4/8/2019. The impacted product was a mentor smooth round high profile 420cc saline prosthesis. Section d has been populated with all available information. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 420cc saline prosthesis, catalog #3503420, lot #5701575. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the device photos was completed by the failure analysis lab on 5/9/2019. Device evaluation summary: it was reported that a 34-year-old year female underwent primary breast augmentation with a mentor smooth round high profile 420cc saline prosthesis and was diagnosed with baker¿s grade IV capsular contracture post procedure. During evaluation of the sample a crease was noted on the anterior view. No additional anomalies were observed. The mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old year female underwent primary breast augmentation with an unknown mentor saline prosthesis and was diagnosed with baker¿s grade IV capsular contracture post procedure. As a result, the device was explanted on (B)(6) 2019.